Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate shocks and anti-tachycardia pacing (atp) due to rhythmid programming. Morphology changes and low correlation were observed on the shock electrogram (egm) prior to the episodes. Technical services (ts) reviewed the episode and recommended reprogramming to onset and stability. This ICD remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate shocks and anti-tachycardia pacing (atp) due to rhythmid programming. Morphology changes and low correlation were observed on the shock electrogram (egm) prior to the episodes. Technical services (ts) reviewed the episode and recommended reprogramming to onset and stability. This ICD remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide hcp information and an updated evaluation conclusion code.